Event description:
I had saline implanted under the muscle implanted in 2003. In 2019 I started feeling symptoms of anxiety, depression, brain fog, joint pain, skin rashes, insomnia, vertigo, sudden food allergies but excused them away as I was going through infertility treatments which took years. I then had 2 kids so kept thinking my symptoms were due to having babies and the stress of hormonal changes, being a working mom and started menopause. My symptoms increased over the years and the list kept getting longer so now I can include, fatigue, significant hair loss (70% of hair loss), dry eyes, rapid decline in vision, adrenal fatigue, slow in healing, easily bruise, slow recovery from exercise, nausea, leaky gut, persistent viral infections (really scary now with covid), frequent urination, numbness and tingling in limbs, symptoms and diagnosed with fibromyalgia, symptoms and diagnosed with ptsd. I have been seeing doctors, getting labs, trying to figure out why I feel so awful and have lost my zest for life. I have seen therapist, psychiatrists to treat my anxiety, depression, insomnia and have been prescribed zoloft for my anxiety and gabapentin for my insomnia so that I can function as a mom, wife and business owner. My doctors kept telling me that I was in perfect health and that my labs looked good and that I just had a low white blood cell count but to just keep coming in for labs every 6 months so they could monitor my blood work. Since I am self-employed and have kaiser each time, I would go in for blood work I would get a bill for thousands of dollars which I had to set up a payment plan and I'm still paying it off. So after 2 rounds of blood work I stopped as I was getting now where and just kept going further in debt. I then asked my pcp to refer me to a rheumatologist as I was told I might have an auto immune condition but she told me that all of my past labs showed no rheumatological factor and they were all negative. She then proceeded to tell me that bii is not a recognized diagnosis and that I have fibromyalgia and wanted to prescribe me more medications which I refused as this diagnosis did not make sense to me after researching it. My next step in this endless search for a cure was to go see naturopathic doctor and after much searching my second neuropathic doctor asked me about my breast implants and how long I have had them and asked me to look into bii. After extensive research I finally had the root cause of my illnesses and had almost every symptom on the list. I also joined a (B)(6) support group and listening to the other women¿s stories, it's like we have all been living parallel lives. I finally found the reason for all of my symptoms and felt validated for the first time. I am now in the process of interviewing plastic surgeons who recognize this as a condition and who can do the proper explant so that my symptoms can go away, and I can start detoxing and living my life. I went to one plastic surgeon, the one that did the implant surgery and she proceeded to tell me there was nothing wrong with my implants and that bii was not a recognized diagnosis and that removing them would not make my symptoms go away so I quickly decided to go elsewhere. I have a consultation with another plastic surgeon that does recognize this condition and does the explant that is recommended to be effective at removing symptoms so I am hopeful and cannot wait to have surgery. I am saving up money to get these toxic bags out of me as my insurance will not cover the procedure but would like this to be a recognized diagnosis. There is too many of us suffering in the same way, with the same symptoms and the one common denominator is that we all have breast implants and the symptoms go away when the correct explant is done. I have had much lab work done but no test that exists to actually say I have bii so I cannot enter a date. (B)(6). FDA safety report ID # (B)(4).